Manufacturer narrative:
Patient identifier - requested but not provided. Age & date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For a review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the compaction tube did not come down automatically. It was reported that the doctor did it manually as he had no problem doing it because he manually managed to do what the device does. There was no harm to the patient. Additional information was received on january 25, 2018. It was reported that there was no blood loss. No other devices used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One unused 8fr angioseal evolution device was returned for evaluation. The device was returned in the sealed header bag with all of the accessory components. Visual inspection revealed that he angioseal evolution device was still within the polyfoil pouch. All of the accessory components were removed from the packaging and examined. No visual anomalies were noted with any of the accessory components. The polyfoil pouch was opened and the angioseal evolution device was examined. No anomalies were noted. Functional testing was conducted. The hemostatic sheath and arteriotomy locator were assembled and placed into the vessel model. No anomalies were noted. The arteriotomy locator was then removed from the hemostatic sheath and the carrier tube assembly was inserted. When the device cap was in the full forward lock position and mated with the hemostatic sheath, the anchor became exposed at the distal end of the hemostatic sheath. The device cap was then pulled into the rear lock positon exposing the color bands of the deployment sleeve the anchor posted at the distal tip of the hemostatic sheath. The angio-seal device was pulled back along the puncture tract and the tamping tube advanced tamping the collagen. There were no anomalies noted during the functional deployment. The allegation of auto-tamping difficulties could not be confirmed on the actual device as the device was able to be deployed and the collagen could be tamped through the auto-tamping mechanism and functioned as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures.